Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values dropped to 35 mg/dl and later rose to over 500 mg/dl. The patient was vomiting and was dehydrated. For treatment, the patient was put on a intravenous (IV) of saline and potassium. The patient was also given manual injections of insulin. The cannula was dislodged and bent, while wearing the pod between 4 and 24 hours on the arm. The pod was discarded and the patient was discharged after 3 days.